Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost. The treating doctor shared does not know the reason of the fracture, said that the general dentist said it was maybe due to the forces of the treatment because the patient has been in treatment for a year and half. After clinical analysis of initial radiographs from 2023 it is noticed a root canal for tooth ur5 is present. Also on treatment plan, 3.8mm of buccal movement were programmed for this tooth. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported required extraction of tooth ur5 after the tooth fractured. By now the patient is getting better. The patient didn't stop the use of the product.